Event description:
Additional information received indicated the ventricular tachycardia that was previous reported self-terminated. Additionally, no intervention will be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the backup pacing delivered due to the autocapture function resulted in ventricular tachycardia. Device reprogramming is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.